Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of product 5-16035 for investigation. No double swivel assembly pack was received. The actual complaint sample was not received. Complaint verification testing could not be performed as the actual complaint sample was not received for investigation. The potential cause of disconnect during surgery could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation report results corrected to include evaluation of photo received: the sample was not returned for evaluation; therefore, the complaint could not be confirmed. A photograph was returned by the customer; however, the failure mode could not be confirmed by the photo. If the sample is returned, a follow-up report will be submitted with investigation results.